Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a deployment issue with the involved angio-seal vip device. The following information was provided by the user facility: the patient was being treated for afs, pta and stenting, antegrade punction; the angio-seal was inserted over a lunderquist guide wire; while setting the anchor some resistance was felt; it seemed that the anchor was not deployed, and when the angio-seal was pulled back for setting, the whole device came out including the anchor; manual compression was then commenced in order to close; the patient developed a hematoma after the procedure; and this was handled accurately and now the patient is free of complaints.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6f angio-seal vip was returned. The carrier tube assembly was mated with the hemostasis sheath and was in full rear lock position upon receipt. A blood-like substance was seen on the returned components. The arteriotomy locator and original packaging was not returned. The leading leg of the anchor was visible in the carrier tube upon closer inspection. During functional testing, the device was pushed to full forward lock position and the anchor exited the carrier tube. Upon pulling the assembly hub to rear lock position the anchor posted against the distal end of the carrier tube as intended. The anchor was manually pulled to reveal collagen which was covered in dried blood like substance. The anchor was grasped and the suture/collagen/black heat shrink extracted; the tamper tube and clear heat shrink remained within the carrier tube, consistent with bls seizure. The complaint is confirmed for failure mode of non-deployment. Functional testing of the deployment mechanism revealed the components were extracted with no contributing visual or functional anomalies noted. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The exact root cause cannot be determined with the available information but the overall device condition is consistent with full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath leading to non-deployment or resistance encountered during carrier tube advancement through the hemostasis sheath resulting in the anchor not exiting the sheath distal tip. The device met specifications prior to leaving terumo medical corporation manufacturing facilities as supported by the device history record and the analysis performed. Trend analysis was performed and there have been no previous reports with this part/lot number combination and the device worked as intended. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the cause of this type of deployment issue is consistent with full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath leading to non-deployment. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.